Event description:
It was initially reported by the nurse that the patient was scheduled for a full revision due to high lead impedance seen on system mode diagnostics. Patient had this high impedance since 2007 and never had replacement done that time due to no insurance. Good faith attempts to obtain additional information has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.